Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low valp2 valproic acid results for three patient samples from the cobas 6000 c (501) module. Patient 1 initial result was 0 ug/ml and the repeat result was 17.8 ug/ml. Patient 2 initial result was 34 ug/ml and the repeat result was 68 ug/ml. Both samples were repeated a second time and the results were "about the same" as the first repeat result. No specific data was provided. On (B)(6) 2018, patient sample 3 had results of 0 ug/ml, 17 ug/ml, 17 ug/ml, 17 ug/ml, 17 ug/ml, 0 ug/ml, and 0 ug/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the sample probe was dirty. The probe was changed and adjusted. Afterward, mechanical checks and quality controls were performed and were acceptable.

Manufacturer narrative:
Any reagent issue could be excluded. The investigation was unable to find a definitive root cause.